Event description:
Edwards received notification from canada that this 21 mm valve of unknown model implanted in aortic position was explanted from a patient after an implant duration of 6 years due to degeneration leading to severe stenosis. As reported by the surgeon, the patient started presenting with elevated gradients after 3 years post-implantation of the device.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.